Manufacturer narrative:
H6 - final analysis found no output or telemetry due to a cracked substrate.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output.